Event description:
A home patient (hp) contacted baxter's technical service center and reported a drain volume of 3483ml. The hp's fill volume was 2500ml. The nurse stated that the patient was seen in the clinic after the incident and was doing fine. The patient did not exhibit any symptoms of fullness or discomfort associated with the overfill. The nurse stated that the patient had most likely used a stronger concentration of dialysis solution and had drained excess fluid. No patient injury or medical intervention occurred per the nurse. No additional information was obtained regarding the event.

Manufacturer narrative:
The nurse did not wish to return the device for evaluation.